Event description:
The customer reported having high blood glucose, and it has been treated with the insulin pump using the bolus wizard. The customer stated that her glucose level has not been stabilized for a while. The customer stated her blood glucose in the morning was 143mg/dl. The customer bolused late in the afternoon, but she did not bolus at dinner. The customer stated that sometimes the cannulas are bent. Had the customer to measure her glucose level and the blood glucose meter read 553mg/dl. Advised the customer to contact the nursing staff in her living facility. The blood glucose was measured again and rose over to 600mg/dl. Informed customer that the paramedics were called to treat her. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.